Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that halfway during jet alignment, the aquabeam robotic system generated an "e22 - motorpack error". Multiple troubleshooting steps were performed; however, the error would not clear. A second aquabeam handpiece was used which resolved the issue. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was not returned for investigation of the reported event as it was disposed of at the hospital. A replacement aquabeam handpiece was provided to the hospital as part of warranty replacement. The treatment log files were reviewed and found that the system triggered an e22 error along with an e23 error, confirming the reported event. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for aquabeam robotic system/serial number: (B)(6) and the aquabeam handpiece / lot number: 24c11652/266 was performed, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported failure. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. The aquabeam robotic system user manual, sj-um0104 rev. B, states the following: table 5: system detected errors and faults. E22 - motorpack error, release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.